Event description:
On (B)(6) 2012, a (B)(6) male pt had a ruptured right achilles tendon surgically repaired. The same tendon re-ruptured on (B)(6) 2012 and was repaired again. It is not clear on which date the device was implanted. The pt was doing fine until a six week f/u visit on (B)(6) 2012 when an infection was suspected. Additional surgery was performed and it was determined that the device had "decomposed". The surgery cleaned the area with the majority of the achilles tendon looking intact and healthy. The surgery was completed successfully.

Manufacturer narrative:
The device history record was reviewed, in particular the sterilization record, and everything was found to be in order. It is not known what the pt's current condition is. The device was processed and terminally sterilized in it's final package. It is not likely that the device caused an infection after having been implanted. It is not known if any infection may have contributed to any failure of the device or even if the device failed since the procedure appeared to have been successful.